Event description:
It was reported that pump displayed malfunction code 16 with a speaker error, with no notable events occurring before the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed pump eligibility for field correction, provided instructions to reset pump and assisted caller with reset, after which malfunction did not recur, and customer was advised to continue using pump and to call back if malfunction returned.